Event description:
It was reported that during a lap sympathetectomy procedure, the device clips crossed 3 times in a scissor shape. It was not reported how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.